Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H6: type of investigation: analysis of images and labeling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with objective evidence via observation of air from evaluating returned imaging. The complaint was confirmed; however, no manufacturing non-conformities could be identified. Potential root causes may include air from a non-pascal source, or variation in device preparation or procedural use. However, as no defects were observed with the returned devices, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in the mitral position. During procedure air was introduced into the patient. There were no issues during device preparation. After transseptal puncture, which required multiple attempts to achieve a posterior position, the guide sheath (gs) was inserted without complications. The physician aspirated 40 cc and flushed the gs prior to device insertion. The pascal ace device was then introduced with the loader and advanced forward. The loader was retracted, and the gs was aspirated and flushed again with approximately 20 cc. The ace device was steered toward the mitral valve without issue. Left atrial pressure monitoring was connected to the steerable catheter. Upon opening the ace device in the left atrium, a small amount of air bubbles was observed on tee. Additional bubbles were noted while crossing the valve. The patient, under general anesthesia, developed hypotension. The physician elongated the device and repositioned it into the right atrium. CPR was initiated for 2 minutes, and IV inotropes were administered. The blood pressure of the patient stabilized, and no st elevation was observed. The procedure was successfully completed with the implantation of a pascal ace a3/p3 device, and optimal regurgitation reduction was achieved. The patient remained in stable condition post-procedure. After review of limited procedural tee images, there is confirmation of air microbubbles introduced during procedure and observed in the left atria (la), laa and lv. There is no edwards device present when air microbubbles are first observed in the heart chambers. When air bubbles are first seen, a guidewire is across the interatrial septum and advanced to the left upper pulmonary vein. When the pascal ace is in the left atria there are multiple scattered air microbubbles seen in la and lv. Air microbubbles continued to be observed in the la and lv during the procedure. The source of air microbubbles is not seen.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.